Event description:
Catheter began to leak and had to be replaced. Upon removal, it was noted it was weakened and broke apart at cuff area.

Manufacturer narrative:
The manufacturer has received the sample and it will be evaluated. Results are expected soon.